Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the balloon ruptured after the dissection. The balloon popped at the apex near the patient's pubis. No other device was needed to complete the case. There was no patient injury.